Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient stated they hadn't had a spinal cord stimulator for a long time and they were going to talk to their doctor about getting another one or another external one. Patient confirmed they had a scs in 2004 but noted the whole thing was removed from their body a month later as soon as they put it in. Patient mentioned they haven't seen hcp for more than 10 years. Patient mentioned they were never gonna get one of those things in their back.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.